Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) and none of the buttons on the device were functioning. He also reported that the rubber covering of the buttons was damaged. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not returned for evaluation, the complaint could not be investigated. No product was returned.